Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: there is a small remaining portion of the essure device along the fundus of the uterus and a metallic clip is noted posterior to the lower aspect of the uterus near the culde- sac') and device breakage ('device breakage') in a 38-year-old female patient who had essure (batch no. 621682, 623313) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation. Concurrent conditions included gallstones, cholecystectomy, heart murmur, colonic polyp, gerd, osteoporosis, degenerative joint disease, spinal cord neoplasm, bipolar depression, panic disorder, back pain, arthralgia, breast pain, constipation, diarrhea, dyspepsia, dysphagia, hematemesis, hematochezia, melena, vomiting and ovarian cyst. Concomitant products included clonazepam (klonopin) since 2009, dicycloverine hydrochloride (dicyclomine hcl) from 2015 to 2018, ergocalciferol (vitamin d2) since 2010, fluticasone propionate (flonase) since 2011, lisinopril since 2013, loratadine since 2009, meloxicam (mobic) since 2014, methocarbamol (robaxin) from 2013 to 2018, omeprazole from 2014 to 2018, pregabalin (lyrica) since 2014, sertraline hydrochloride (zoloft) since 2009 and tramadol since 2009. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches") and vision blurred ("vision/eye problems type: blurred vision"). In (B)(6) 2010, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). In (B)(6) 2014, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia") and nausea ("nausea"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 10 years 1 month after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy, removal of essure device, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, device breakage, fibromyalgia, dyspareunia, migraine, endometriosis, vision blurred and pelvic pain outcome was unknown. The reporter considered abdominal pain, device breakage, device dislocation, dyspareunia, endometriosis, fibromyalgia, migraine, nausea, pelvic pain and vision blurred to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2008, (B)(6) 2008 an essure device was then deployed into the right tubal ostia and once it was fully deployed, 5 coils were left trailing. On the left side, the similar procedure was carried out and 3 coils were left trailing diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: result: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2009: impression unremarkable pelvic sonogram. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, pelvic pain, dyspareunia, fibromyalgia, abdominal pain. Lot number: 621682 manufacturing date: 2006/10 expiration date: 2008/09 lot number: 623313 manufacturing date: 2007/02 expiration date: 2009/01 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: there is a small remaining portion of the essure device along the fundus of the uterus and a metallic clip is noted posterior to the lower aspect of the uterus near the culde- sac/device migration') and device breakage ('device breakage/device breakage') in a 38-year-old female patient who had essure (batch no. 621682, 623313) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation. Concurrent conditions included gallstones, cholecystectomy, heart murmur, colonic polyp, gerd, osteoporosis, degenerative joint disease, spinal cord neoplasm, bipolar depression, panic disorder, back pain, arthralgia, breast pain, constipation, diarrhea, dyspepsia, dysphagia, hematemesis, hematochezia, melena, vomiting and ovarian cyst. Concomitant products included clonazepam (klonopin) since 2009, dicycloverine hydrochloride (dicyclomine hcl) from 2015 to 2018, ergocalciferol (vitamin d2) since 2010, fluticasone propionate (flonase) since 2011, lisinopril since 2013, loratadine since 2009, meloxicam (mobic) since 2014, methocarbamol (robaxin) from 2013 to 2018, omeprazole from 2014 to 2018, pregabalin (lyrica) since 2014, sertraline hydrochloride (zoloft) since 2009 and tramadol since 2009. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain/pelvic pain") and abdominal pain ("abdominal pain/abdominal pain"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches/migraine") and vision blurred ("vision/eye problems type: blurred vision/vision problems"). In (B)(6) 2010, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). In (B)(6) 2014, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia/autoimmune disorder type of disorder: fibromyalgia") and nausea ("nausea"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 10 years 1 month after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and headache ("headache"). The patient was treated with surgery (laparoscopy, removal of essure device, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, device breakage, fibromyalgia, dyspareunia, migraine, endometriosis, vision blurred, pelvic pain, abdominal pain and headache outcome was unknown. The reporter considered abdominal pain, device breakage, device dislocation, dyspareunia, endometriosis, fibromyalgia, headache, migraine, nausea, pelvic pain and vision blurred to be related to essure. The reporter commented: discrepancy noted in insertion dates:(B)(6) 2008, (B)(6) 2008 an essure device was then deployed into the right tubal ostia and once it was fully deployed, 5 coils were left trailing. On the left side, the similar procedure was carried out and 3 coils were left trailing . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2008: bilateral occlusion; on (B)(6) 2008: result: total bilateral occlusion. Ultrasound pelvis on (B)(6) 2009: impression unremarkable pelvic sonogram. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, pelvic pain, dyspareunia, fibromyalgia, abdominal pain. Lot number: 621682 manufacturing date: 2006/10 expiration date: 2008/09. Lot number: 623313 manufacturing date: 2007/02 expiration date: 2009/01. Most recent follow-up information incorporated above includes: on(B)(6) 2019: pfs received. Events per pfs: headache was added as an event, laboratory data was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: there is a small remaining portion of the essure device along the fundus of the uterus and a metallic clip is noted posterior to the lower aspect of the uterus near the culde- sac') and device breakage ('device breakage') in a (B)(6)-year-old female patient who had essure (batch no. 621682, 623313) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation. Concurrent conditions included gallstones, cholecystectomy, heart murmur, colonic polyp, gerd, osteoporosis, degenerative joint disease, spinal cord neoplasm, bipolar depression, panic disorder, back pain, arthralgia, breast pain, constipation, diarrhea, dyspepsia, dysphagia, hematemesis, hematochezia, melena, vomiting and ovarian cyst. Concomitant products included clonazepam (klonopin) since 2009, dicycloverin hydrochloride (dicyclomine hcl) from 2015 to 2018, ergocalciferol (vitamin d2) since 2010, fluticasone propionate (flonase) since 2011, lisinopril since 2013, loratadine since 2009, meloxicam (mobic) since 2014, methocarbamol (robaxin) from 2013 to 2018, omeprazole from 2014 to 2018, pregabalin (lyrica) since 2014, sertraline hydrochloride (zoloft) since 2009 and tramadol since 2009. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches") and vision blurred ("vision/eye problems type: blurred vision"). In (B)(6) 2010, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). In (B)(6) 2014, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia") and nausea ("nausea"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 10 years 1 month after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy, removal of essure device, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, device breakage, fibromyalgia, dyspareunia, migraine, endometriosis, vision blurred and pelvic pain outcome was unknown. The reporter considered abdominal pain, device breakage, device dislocation, dyspareunia, endometriosis, fibromyalgia, migraine, nausea, pelvic pain and vision blurred to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2008, (B)(6) 2008 an essure device was then deployed into the right tubal ostia and once it was fully deployed, 5 coils were left trailing. On the left side, the similar procedure was carried out and 3 coils were left trailing diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: result: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2009: impression unremarkable pelvic sonogram. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, pelvic pain, dyspareunia, fibromyalgia, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: plaintiff fact sheet and medical records received: lot no. Was added. Event injury was replaced with pelvic pain. New events - autoimmune disorder type of disorder: fibromyalgia, device breakage, dyspareunia (painful sexual intercourse), migraines / headaches, migration of essure device location of device: there is a small remaining portion of the essure device along the fundus of the uterus and a metallic clip is noted posterior to the lower aspect of the uterus near the culde-sac, reproductive system disorder or condition type of disorder or condition: endometriosis, vision/eye problems type: blurred vision, abdominal pain were added. Reporter's information, medical history, historical condition, concomitant drugs, lab data were added. Case is now upgraded from other event to incident. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.